Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-02881. It was reported the pt began experiencing ipg pocket heating while charging about 2 months after implant. He stated he was only able to charge for about 30 minutes but recharging in small increments has helped with the heating. The sjm rep advised the pt of charging precautions. No further info is available at this time. On (B)(4) 2012, st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.